Manufacturer narrative:
The customer reported the device failed to acquire 12-lead ECG. There was no report of adverse patient impact. The customer isolated the issue to the 7-lead ECG leadset cable, and then reported to philips that replacing the 7-lead ECG leadset cable resolved the issue.

Event description:
The customer reported the device failed to acquire 12-lead ECG. There was no report of adverse patient impact.